Event description:
It was reported the patient had a 574 error code present that occurred while they were making adjustments with the programmer. All of the device settings were reset. Additional information reported the patient experienced a loss of programming with the 574 error code. It was also noted not only were the groups cleared but the programs were cleared as well. Additional information reported intervention involved clearing the error code and reprogramming. The event was noted as resolved without sequelae and not related to the implant procedure and not applicable to the device or therapy. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07lh6, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Additional information received reported that the etiology was an external study device.

Manufacturer narrative:
Concomitant: product ID 3888q45, lot# va07lh6, implanted: 2013-(B)(6), product type lead. Product ID 3888q45, lot# va07lh5, implanted: 2013-(B)(6), product type lead. Product ID 3888q45, lot# va07lh5, implanted: 2013-(B)(6), product type lead. Product ID 3888q45, lot# va07lh5, implanted: 2013-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).